Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. During pm, the product support engineer (pse) replaced the data acquisition (da) board to resolve the reported issue of pressure accuracy failed however; the issue could not be reproduced on the returned part. During pm, the pse performed an operation check and the issue of green led of power had illumination failure was observed. The pse replaced the power switch overlay to resolve the greed led power failure. The pse also replaced as part of periodic maintenance the unit's blower assembly. Lithium-ion battery, oxygen filter, cooling fan, tubing kit, air inlet filter and cooling fan filter. The unit was checked overall, run in test and passed all testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the pressure accuracy test at the zero point specification. There was no patient involvement.